Event description:
Procedure type: urological/gynecological. According to the rptr: the pt underwent surgery for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury and will likely undergo corrective surgery. According to the pt's intraoperative nurses notes, the procedure performed included an avaulta cystocele repair with cystoscopy, and according to the post-op procedure note, the preoperative and postoperative diagnoses included cystocele.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior".